Event description:
Information received from the field notes no output or magnet response and dashes (---) were displayed for many parameters. Initial interrogation exhibited vvi mode at 70 ppm and reprogramming was unsuccessful. The patient complained of feeling symptomatic. Due to the patient's pacemaker dependency and the age of the pacer, the physician elected to schedule a replacement.